Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was updated. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the cause was not determined. The device was removed from the package and noted to be bent by the neurosurgeon.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator. It was reported that the end of the lead was bent/damaged and will be returned. The item was reported to be opened but not implanted. No symptoms were reported. No further complications were reported or anticipated with this event.